Event description:
Device malfunction: inability to advance thumb advancer. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the thumb advancer would not advance and the safety release was used to successfully remove the device from the pt anatomy. It is unk how hemostasis was achieved. There were no patient effects reported. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot, did not produce any findings relevant to this report.